Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and capsular contracture grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture observed on MRI, us showed serositis (device was found to be intact upon surgery).

Event description:
Physician reported right side "rupture observed on MRI" and "serositis". Physician later reported "when the right implant was removed, no rupture was detected", "capsular contracture baker's grade 4", "significant amount of hemorrhagic effusion in the implant cavity", "suspicion of lymphoma of the right breast", "fragments of sections of the implant and soft tissues of the mammary gland with serous inflammation. Elements of soft tissues with inflammation". Pathological markers confirming alcl have not been received. The device has been explanted and replaced.

Event description:
Healthcare professional later reported hemorrhagic effusion. Pathological markers received and confirms no malignancy was observed in the sample.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6, h6. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.